Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for the premature clip deployment. It was reported that during device preparation, when turning the arm positioner to the closed and open position, a noise was heard, and the clip separated from the delivery system. No resistance was noted when turning the arm positioner. The device was not used and there was no patient involvement. There was no reported clinically significant delay in procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for evaluation. The reported premature deployment was confirmed as the clip came detached from the clip delivery system and the threaded stud was found broken. A review of the lot history record identified no exceptions issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported noise was a cascading effect of premature deployment/broken threaded stud. The investigation determined the premature deployment/broken threaded stud appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.